Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 676982-not valid) inserted for female sterilisation. The patient's medical history included cervix inflammation, dysmenorrhea and menstrual migraine. (B)(6) 2013. Diagnosis: cervix- benign cervix with mild chronic inflammation and squamous metaplasia endometrium- benign proliferative endometrium. Foreign gray metallic device noted in cornual spaces. Right and left ovaries- benign ovaries. Right and left fallopian tube- benign fallopian tube. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: 1. Bilateral tubal occlusion with proper position of the essure devices. 2. Significant endometrial. Scaring from previous ablation. This did not allow significant installation of contrast material into the uterus. Lot number 676982 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 676982) inserted for female sterilisation. The patient's medical history included cervix inflammation, dysmenorrhea and menstrual migraine. (B)(6) 2013. Diagnosis: cervix- benign cervix with mild chronic inflammation and squamous metaplasia endometrium- benign proliferative endometrium. Foreign gray metallic device noted in cornual spaces. Right and left ovaries- benign ovaries right and left fallopian tube- benign fallopian tube. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: impression: bilateral tubal occlusion with proper position of the essure devices. Significant endometrial. Scaring from previous ablation. This did not allow significant installation of contrast material into the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.